Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not getting effective pain relief and loss of therapeutic effect from the device. The event resulted in an unscheduled clinic or office visit. The patient initially had effective pain relief but then the device was turning itself on and off in 2019 and did not work well after that. It was noted that at the patient¿s visit on (B)(6) 2018 there were no problems. The patient developed other symptoms in their leg that required an MRI and potential surgery. It was decided as the patient was not getting any benefit from the device to remove it. The entire device system was explanted on (B)(6) 2019 and the outcome was resolved without sequelae. Etiology was related to the device or therapy, and not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.